Manufacturer narrative:
(B)(4). Additional information received: is the white plastic piece being returned? Yes. If yes, which device is it being returned with? No information.

Event description:
It was reported that during an open sigmoidectomy, a white plastic piece was found inside the patient when the cs40b and cdh29 were used. No pieces were left inside the patient. The doctor wanted to know if the piece was from the one of them. The device was used as-is to complete the case. The devices functioned as intended. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis of the washer showed that it was damaged. The marks in the washer showed that it is possible that the device was fired over an already existent staple line causing to the damaged to the washer and created the loose plastic flash. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Please reference the instructions for use for additional information. No incident related to the reported event was observed during the batch record review.